Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an unknown ¿error¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 6 weeks prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claimed she felt a symptom of blurry vision. No treatment was specified. The cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.